Event description:
Reporter stated that the lot number and expiration date, printed on the strip vial, had rubbed off. Pt's blood glucose was not affected and no treatment was received. Tech support requested the return of the suspect product and replacement product was shipped.